Manufacturer narrative:
H3, h6: it was reported that during field inspection the cs/csl/geradschaft-plus extract.screw m6 (75002165) and the polarstem extractor block (75004678) were stripped and did not engage properly. No case involved; therefore, there was no patient involvement. The device used in treatment was returned for investigation. A visual inspection was conducted. The reported failure mode could not be confirmed. No damage was observed on the thread or the rest of the device. A review of the complaint history revealed one additional complaint for the batch in question. However, a functional check confirmed that the device in scope functions as intended. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. Based on the performed investigations, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. No device problem could be identified. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The returned device will be discarded.

Event description:
It was reported that during field inspection the cs/csl/geradschaft-plus extract.screw m6 and the polarstem extractor block were stripped and did not engage properly. No case involved; therefore, there was no patient involvement.